Event description:
It was reported that during a cardiac ablation procedure, the patient became hypotensive and pericardial effusion was confirmed. A p ericardiocentesis was performed, however patient condition did not improve. Emergency cardiothoracic surgery was then required. It was suspected that the pericardial effusion occurred during manipulation of the sheath to insert the guidewire into the right inferior pulmonary vein. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the pericardial effusion occurred when the catheter was being inserted and removed to select the branch of right inferior pulmonary vein (ripv). The case was aborted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.